Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.